Event description:
The event is reported as: the package was found torn/broken during incoming inspection. No pt injury/involvement.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report. From the picture, it was observed a package torn/broken. No other defects were observed. The device history record (DHR) review was conducted on the reported lot number. The DHR investigation did not show issues related to the complaint.